Event description:
The patient was treated with implant of an afx2 bifurcated stent graft and an excluder leg (non-endologix) to treat a right iliac artery aneurysm on (B)(6) 2025. The initial procedure was completed without any issues. It was reported to the distributor on 10 april 2026, that a dissection occurred. Details of when the dissection occurred and what caused it are not known at this time. Intervention is scheduled for on (B)(6) 2026.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient imaging studies have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation.